Event description:
A mckinley medical service tech observed a reportable malfunction with an electromechanical ambulatory infusion pump, returned to mckinley for routine service. The pump failed a delivery accuracy test (under delivery).